Event description:
Liquid leakage occurred from the pressure monitoring line.

Manufacturer narrative:
It was reported that Liquid leakage occurred from the pressure monitoring line (PML) connecting the manifold and the Perceptor transducer, and the leakage originated from the transducer side of PML. The problem was identified before use: Replaced with new one and the completed procedure. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.